Event description:
The patient reported that on (B)(6) 2011 he noticed that the time and date were incorrect on the pump. He stated that he does not recall if the pump was on the verify screen or not. The patient stated that on the evening of (B)(6) 2011, he received a "no prime" message and had to complete a full rewind. Customer support concluded that the pump may have rebooted without user intervention. The patient confirmed that there is no damage to the battery compartment and the battery cap tightens securely to the pump. The patient noted that the battery cap is original to the pump from 2006. The user guide recommends that the battery cap be changed every six months. This complaint is being reported due to the possibility that the pump was rebooting without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.